Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient passed away. The patient experienced stroke. The entire pipe clotted and patient had a massive stroke despite integrillin drip and thrombectomy. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a patient experienced right hemiplegia post procedure. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left posterior communicating artery (pcom) with a max diameter of 3.2mm and a 3.5mm neck diameter. The landing zone was 2.6mm distally and 3.2mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered; aspirin and brillenta. The pru level was 188. The angiographic result post procedure showed the device was patent and all vessels were filling normally. It was reported that the index procedure went well on (B)(6) 2025 and the patient went to room post procedure. Later in the afternoon the patient developed symptoms. The patient went for CT and small strokes were observed. The patient was given integrillin and was discharged on (B)(6). The patient came back to the ER on (B)(6), due to symptoms (right hemiplegia) and cta showed thrombus at neck of the aneurysm, but the device was open. The patient is now admitted and on integrillin. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
B2: the date of death was reported as (B)(6) 2025. Exact date not reported, month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient passed away in (B)(6) 2025 at (B)(6) hospital. No autopsy records will be available. The death is thought to be related to the medtronic device or therapy. The entire device clotted off. Code stroke was called. Patient had massive stroke despite integrilin drip and thrombectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that there was no device malfunction/change in the device such as a collapse that contributed to the event. The change was not due to an interaction during the thrombectomy procedure. The device clotted off which warranted the thrombectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there were no device or procedural complications in the index procedure. The thrombectomy performed during the (B)(6) 2025 admission was not successful. The pipeline device was patent immediately post initial implant. After thrombectomy it was not. Patient was maximized on dapt. Unsure why patient clotted device off.